Event description:
Customer reported device = 295 mg/dl. Customer took 4 units of insulin. Customer stated beginning to sweat and heart was pounding. Emergency medical technicians (emt) were called. Enroute to the emergency room (ER), emt device = 52 mg.dl. Customer was treated with an IV. Hospital remained for 3 days and various tests were performed, type not provided. No controls used. A request was made for return product and replacement product was sent.